Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm. This complaint was not confirmed in the lab due to a lack of sample. From the report, the root cause was determined to be use error - closed clamp. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that he realized he never opened the clamp on his patient line extension, and how he has a lot of air in the patient line. The technical service representative (tsr) assisted with ending therapy. The hp was instructed to set up with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the caregiver (cg) stated that the home patient (hp) was able to start over with new supplies and resume therapy. The cg stated that the hp did not develop any adverse events or need any medical intervention. The cg also stated they have been working with the nurse to avoid making any more errors.